Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation: photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aqls), was manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process. During the years of investigation of complaints about pre-activated devices several root causes were discovered which were within the customer¿s sphere of influence. Best practices and guidelines were collected and summarized in (B)(4).

Event description:
It was reported that when consumer was taking the cap off the bd ultrasafe passive¿ x-series needle guard syringe, it fell apart causing medication to squirt all over. Consumer was exposed to cosentyx medication but there was no report of injury or medical interventions.